Manufacturer narrative:
The event occurred (B)(4).

Event description:
Caller tested 4.8 inr on the coaguchek xs system while a comparison lab returned as 3.16 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.